Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
On (B)(6) 2022, a philips employee changed the monitor from mp50 to mx550. The alarm volume was set to 4 by the philips employee and the customer missed alarms because they were not able to hear them. The device was in clinical use but no patient harm was reported. Complaint evaluation: a philips engineer went onsite and installed an mx550. The volume was set to 4 which was too low for the customer to hear. Resolution: the reported incident was confirmed. The volume of the customers device was too low due to a philips installation error. The issue was resolved by increasing the volume of the device.